Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, an "error 70" message was observed when performing a self-test. The complainant indicated that there was no patient involvement in the reported malfunction.